Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to other or non product experience. Additional information received which indicated that the physician decided to use a longer lead and a passive lead. This rv lead was replaced. No additional adverse patient effects were reported.